Event description:
It was reported by a company representative that a vns patient experienced dysphonia during vns stimulation. The patient went to the ER and was diagnosed with pharyngitis. The patient was referred to an ent in which fiberoptic laryngoscopy was performed. The results were indicative of left vocal cord hypomobility with no major injury. At the moment attempts for further relationship to vns therapy have been unsuccessful to date.

Manufacturer narrative:
.